Event description:
It was reported that the device was explanted due to oversensing, which caused an inappropriate shock. No patient complications have been reported since the device was removed from service.

Event description:
Asku

Manufacturer narrative:
Evaluation summary: proximal conductor fractured; proximal segment returned.